Event description:
On 09/19/2025, the user¿s wife reported the user¿s blood glucose (bg) was 302 mg/dl and had remained at that level for about one hour. The user experienced no symptoms of hyperglycemia, no medical intervention was required, and the condition resolved without hospitalization or further clinical consequence.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.